Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. The guide instructs the user to connect the transfer set to the patient line prior to starting the initial drain. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine during initial drain. The registered nurse (rn) had pressed go without connecting the hp and connected the hp after the hc alarmed. The technical service representative (tsr) assisted the rn in clearing the alarm and explained to the rn that the hp should be connected prior to pressing go and after priming. The tsr also explained that if the hc is alarming prior to patient connection, the hp should not then be connected to the alarming hc. The rn was to start over with new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.